Event description:
It was reported that during a laparoscopic sigma procedure, the blade broke. The part fell into the patient, but could be removed. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.